Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for left knee revision to address aseptic loosening. Doi: (B)(6) 2012. Dor: 05/28/2019. (Left knee).

Manufacturer narrative:
Product complaint (B)(4). This is a duplicate report of 1818910-2019-97145. 1818910-2019-99828 is being retracted as it is a report duplication. 1818910-2019-97145 will be kept for investigational purposes.